Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and e70 alarm was noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, a21 error test and occlusion test due to motor error alarms. All operating currents are within specification. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Company representative reported via phone call that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.